Event description:
It was reported that a user experienced hyperglycemia after consuming food without announcing intake and after eating ginger snaps while using the ilet system; the user was advised that lack of announcement and possible infusion or set issue could contribute to elevated glucose and to change supplies if glucose remained high. Symptoms included high blood glucose. Outcomes included self-management at home without medical intervention. Investigation included troubleshooting and education focused on appropriate carbohydrate announcement, timing of glucose reassessment, and evaluation of infusion/set integrity with guidance to replace supplies if glucose did not decline. Investigation of this case revealed user-related factors, including overtreatment behavior for suspected hypoglycemia and unannounced carbohydrate intake, with potential inadequate insulin delivery due to infusion or site issues. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unannounced carbohydrates with possible infusion/set failure leading to hyperglycemia.